Manufacturer narrative:
The investigation of low pump flow has been completed. Clinical states that low flow occurred for more than 48 hours. Assessing volume status, afterload, and positioning did not resolve the issue so the pump was explanted. The data logs confirmed the failure mode and clinical narrative. Logs showed after pump started and run for 193 hours, motor current (mc) suddenly spiked to 1250 ma followed by low flow. There is a slight increase in purge pressure, still in range, which resolves. Auto suction response and suction alarms were also triggered. This event remained to the rest of the case. Visual inspection found no biomaterial around the impeller. There was a small amount in the purge gap. No other issues were found on the rest of the pump. Low pump flow was not reproduced in the lab. The root cause of the low flow was most likely biomaterial ingestion based on the ingestion pattern in the data logs and low flows not being reproduced in the lab. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26533 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported that the impella 5.5 was having lower flows than expected. After troubleshooting, assessing volume status, afterload, and position the issue was unresolved. The 5.5 was exchanged and there was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.